Event description:
It was reported the patient's ipg was unable to be connected with external devices and the pc displayed the message generator had reached end of life. Patient requires high burst dr strength for relief. As such, surgical intervention is pending to address the issue at a later time.

Manufacturer narrative:
B3-date of even is estimated.

Event description:
Additional information received indicated that patient underwent surgical intervention where the ipg was explanted and replaced. Reportedly effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.